Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 381 mg/dl, which was treated with a manual injection. No significant events leading to the alarm were observed. The customer also reported a blank display after replacing the battery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump monitored for several days and no blank display anomaly noted. The insulin pump received with normal operating currents. No damage found on the connector lcd isolation tape noted. The insulin pump received with cracked case at display window corners, broken reservoir tube lip, cracked belt clip slot, minor scratches on display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.